Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was unknown. Troubleshooting was done and stated that the alarm was occurred immediately after battery change. The customer stated that hey were able to clear the alarm and able to rewind the insulin pump. The customer stated that the insulin pump was not opening anymore. The customer was advised to disconnect the use of the pump and replacement needed. The insulin pump will be returned for analysis.